Event description:
The user facility reported that the device did not alarm downstream occlusion as expected during bio-med testing. There was no patient involvement. No other info is available.

Manufacturer narrative:
The device was returned to baxter's service department for eval. The reported condition, no downstream occlusion alarm was unable to be confirmed during eval. The device was, however, upgraded to maple and will be returned to the customer.